Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device shut down after being "knocked" by the clinician during a critical infusion. After the event, the failure was replicated when a slight bump to the module interrupted the power and shut the module down. It rebooted without any memory or the programmed infusion. There were no alarms, events or errors noted, however, there was corrosion found on the iuis with an oily substance noted on the computer board contacts behind the iuis. The customer would like to have the corrosion and the oily substance identified in the investigation. The patient experienced a change in vital signs with no known lasting effects.

Event description:
The customer reported that the device shut down after being "knocked" by the clinician during a critical infusion. After the event, the failure was replicated when a slight bump to the module interrupted the power and shut the module down. It rebooted without any memory or the programmed infusion. There were no alarms, events or errors noted, however, there was corrosion found on the iuis with an oily substance noted on the computer board contacts behind the iuis. The customer would like to have the corrosion and the oily substance identified in the investigation. The patient experienced a change in vital signs with no known lasting effects. Received a copy of the customer's cmdsnet program report from health canada which states, ¿the device shut down after being "knocked" by the clinician during an infusion. After the event, the failure was replicated when a slight bump to the module interrupted the power and shut the module down. It rebooted without any memory or the programmed infusion. There were no alarms, events or errors noted, however, there was corrosion found on the iuis with an oily substance noted on the computer board contacts behind the iuis."

Event description:
The customer reported that the device shut down after being "knocked" by the clinician during a critical infusion. After the event, the failure was replicated when a slight bump to the module interrupted the power and shut the module down. It rebooted without any memory or the programmed infusion. There were no alarms, events or errors noted, however, there was corrosion found on the iuis with an oily substance noted on the computer board contacts behind the iuis. The customer would like to have the corrosion and the oily substance identified in the investigation. The patient experienced a change in vital signs with no known lasting effects.

Manufacturer narrative:
The reported issue that the device shutdown was confirmed. Physical inspection identified contamination and corrosion on the left iui connector pins on the pcu device, and on the left iui connector pins of the pump module sn (B)(4). The associated pcu event log recorded on the reported incident date (B)(6) 2018, a channel disconnected alarm occurred on the pcu from an interruption of power to pump modules channel ¿a¿ and ¿b¿. The event was recorded at 10:28 am. Channel ¿a¿ (sn (B)(4)) programming was heparin, 25000 unit / 500 ml (drugid=130) and the rate at 8 ml/h. This pump module was in standby mode for a programmed duration of 60 minutes. Channel ¿b¿ (sn (B)(4)) was actively infusing norepinephrine, 4 mg / 250 ml, (drugid=216) at a rate of 18.75 ml/h. The pump modules as channel c/d were not actively infusing and remained in an idle state. These two pump modules were recorded removed a few seconds after the channel disconnected alarm event from channels a/b. All four pump modules were recorded reconnected a few seconds after the channel disconnected alarm at 10:29 am. The infusion on channel ¿b¿ was re-entered and started at 10:29 am. The infusion on channel ¿a¿ was re-entered and started at 11:10 am. Both channel ¿a¿ and ¿b¿ were manually turned off at approximately 3:50 pm with no more infusions having been programmed. The infusion system demonstrated continuity issues at the left iui connector on the pump module sn (B)(4) during the log downloading process, losing power when it was jiggled by hand. This pump module was idle at the time of the channel disconnect alarm in the event log. The reported event of device shutdown was confirmed via log analysis; however, the event could not be duplicated during the investigation. The testing process did duplicate the recorded power interruption with pump modules attached at the right side of the pcu. During the customer¿s event however, these pump modules were in an idle state and did not cause an alarm event. The root cause for the customer¿s report is the left iui connector on the pcu device which was found to have pin wear and corrosion, causing the channel disconnection.